Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed that the balloon was not folded, indicating that it had been subjected to positive pressure. According to the pcb2cm specification, the device rated burst pressure is 10 atmospheres. The returned device was connected to an encore inflation unit, and upon application of positive pressure, di water was observed leaking from a pinhole in the balloon located approximately 12 mm distal to the proximal markerband. No damage was observed to the device tip or blades; all blades were present and fully bonded to the balloon surface. Visual and tactile examination identified no kinks or damage along the device shaft.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.